Event description:
New resmed airsense11 CPAP machine received (B)(6) 2025. I have used CPAP for over a decade, so am very familiar with what to expect. This is a new and very different issue. Experienced a very strong chemical smell in the middle of the night. This is different from the scorched smell that can occur when the humidifier water tank runs dry. This smell is acrid overheated chemical, plastic or motor winding varnish smell. Search of online sites (e.g., reddit and apnea board) showed many reports of the same symptom dating back to 2022. No indicating that the manufacturer or the FDA has gotten involved with resmed, unlike philips respironics - that has a product recall.